Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) to perform failure analysis. The personality module surgeon console (pmsc) was installed into the test system, and it failed due to video test. The left eye turned yellow and vertical lines moved up/down. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the personality module surgeon console (pmsc) to resolve the issue. Isi has received the pmsc, but failure analysis has not yet been completed. A followup MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image in the console was yellow. The customer tried a second scope prior to calling without resolving. The system was hard power cycled, and the issue remained. The image in the right eye was normal. The left eye image was still yellow. Console #2 was displaying the image normally. The surgeon moved to console #2 and resumed the procedure. The procedure was completed as planned with no reported injury.